Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. The 99.9% stenosed target lesion was located in the left anterior descending artery. Pre-dilation was performed using a 2.00 mm balloon. A 2.50 x 12mm synergy? Xd drug-eluting stent was advanced for treatment. However, the stent was unable to pass through the lesion, and it was noticed that the shaft was broken. The device was removed. No patient complications reported.